Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: p1501dr ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture and oversensing/noise on stored ventricular tachycardia (vt) episodes. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.